Event description:
A report of a "patient death within the last month while the laser was in use". A request for further information has been filed with the hospital's legal department. To date no further information has been received.

Manufacturer narrative:
Received a letter from the facility stating they "will not be reporting to a regulatory agency." They now consider this issue closed with no further communication.